Event description:
During a laparosocpy procedure, the high frequency cord came off and burned the corner of the pt's lip. According to user, there was nothing wrong with the cord, but it was not plugged in properly.